Manufacturer narrative:
This product is not marketed in the us. (B)(4)

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -6/2.5/88 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On 06/21/2018 the lens was exchanged for a shorter length lens due to excessive vault. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found a torn, bent haptic and presence of residue on the lens surface. Claim# (B)(4).